Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent had been implanted in the common bile duct during a stent placement procedure performed on an unknown date in 2018. According to the complainant, post stent placement on an unknown date, the patient presented with jaundice and liver function test results were elevated. On (B)(6) 2018, the patient underwent an endoscopic retrograde cholangiopancreatogreaphy (ercp) to check for stent placement. Endoscopic evaluation revealed the stent had migrated but the migration was not due to stricture resolution. The stent was attempted to be removed by pulling on the stent loop with a rat tooth alligator combo forceps and noted the stent began to unravel and it was difficult to remove. Another area of the stent was pulled however, the stent continued to unravel. Eventually, the stent was successfully removed from the patient and another stent was implanted to address the stricture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A deployed wallflex bililary rx fully covered rmv stent was received for analysis; the delivery system was not returned. Visual examination of the returned device identified several damages (stent cover damage, bent and broken stent wires). The stent cover was missing in some sections of the stent. The stent wires and the retrieval loops were broken. A yellow color was found inside the returned stent. No other issues with the stent were noted. The damages noted with the returned device were majority found at the proximal end. These type of damages were potentially a result of the resistance encountered during the withdrawal of the device from the patient. The yellow color that was identified inside the stent may have occurred since the stent come in contact with the patient¿s body. Taking all available information into consideration, the investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure which could have possibly affect the device performance and its integrity contributing to the failure experience by the customer. Therefore, the most probable root cause assigned to this complaint is operational context. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Manufacturer narrative:
Device component code relates to device problem code for the reported event of stent migration. Device component code relates to device problem code for the reported event of stent damage. Device component code relates to device problem code for the reported event of stent difficult to remove. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent had been implanted in the common bile duct during a stent placement procedure performed on an unknown date in 2018. According to the complainant, post stent placement on an unknown date, the patient presented with jaundice and liver function test results were elevated. On (B)(6) 2018, the patient underwent an endoscopic retrograde cholangiopancreatogreaphy (ercp) to check for stent placement. Endoscopic evaluation revealed the stent had migrated but the migration was not due to stricture resolution. The stent was attempted to be removed by pulling on the stent loop with a rat tooth alligator combo forceps and noted the stent began to unravel and it was difficult to remove. Another area of the stent was pulled however, the stent continued to unravel. Eventually, the stent was successfully removed from the patient and another stent was implanted to address the stricture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.